Event description:
It was reported that the target lesion was in the right coronary artery (rca) with 100% stenosis. Resistance was encountered while torquing the cross-it guide wire and the guide wire tip became stretched. The guide wire was noted to be stretched, but not separated. No resistance was reported during removal. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted that the core of the guide wire is separated. Additional information was received stating that the separation occurred during lesion access. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stretched coils and the separation were able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.